Event description:
It was reported that the customer got a motor error alarm, and was hospitalized with a high blood glucose of 575 mg/dl. Troubleshooting was not conducted as the caller did not have the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.